Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had revision surgery performed due to stimulation sensation of grabbing his rib "real hard." Pt reported his health care provider decided to replace the entire system since they were already in the body. Pt reported he almost "did not make it thru the surgery." Pt reported stimulation felt better and he was doing fine following surgery.